Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. Manufacturer narrative update: the most likely cause for the reported revision due to prosthesis wear, osteolysis and instability in a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Concomitant products: (B)(6) - 122-65-20 - 6.5mm acetabular bone screw 20mm. (B)(6) - 122-65-25 - 6.5mm acetabular bone screw 25mm. (B)(6) - 170-28-03 - biolox delta femoral head 28mm od, +3.5mm. (B)(6) - 180-01-50 - nv crown cup clstr hole 50mm group 1. (B)(6) - 188-00-05 - wedge plasma s/o sz 5. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. This patient is verified left hip on (B)(6) 2015 at (B)(6) hospital. She had left hip revision (B)(6) 2023 with dr (b)(6 . Please review the attached revision op report and confirm this is within the scope of the recall.